Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. Our evaluation of the device could not replicate the reported issue. Logs were reviewed and found evidence of ECG monitoring failure. The customer's multifunction cable (mfc) was returned and tested with the device. Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. Given the nature of the ECG failure, the device passed all testing successfully, and the mfc receptacle and mfc cable were replaced as a precaution to prevent recurrence. No emerging trend based on similar reports